Event description:
Reporter indicated that a vns patient had never felt stimulation since she was implanted, even at high settings. Vns diagnostics were normal. During stimulation, it was noted that the patient's left eye would tear and the pupil would dilate. The patient also had decreased visual acuity. The reporter felt the vns lead was possibly on the wrong anatomical structure or on the vagus nerve in such a way that proper stimulation was not possible. The patient has also not had any efficacy for her depression since the vns was initially implanted, but her depression is not worse than before the vns was implanted. The patient underwent lead revision surgery and now feels stimulation. Attempts for return of the explanted lead are in progress.